Event description:
Pt implanted in nasolabial fold 11/17/97. Onset of abscess in nasolabial fold 3/9/98. Treatment, zithromax 3/16/98, cortisone 3/16/98. Corticosteroid 3/30/98, incision and drainage 4/14/98, zithromax 4/14/98. Implant explanted 4/14/98.